Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation.

Event description:
The customer reported that while the system was sitting over night and not in clinical use, fire and smoke were reported to be coming from the system. The field service engineer (fse) reported that the anode power module (apm) burned during the night which caused a release of smoke and a burning smell. There was no report of harm to patient, operator, or bystander due to this issue.